Event description:
The customer observed a falsely elevated architect ca 19-9xr assay result for one patient. The initial sample generated a result of 63.89 u/ml. This patient had previously generated results in the 7 to 8 u/ml range. The present sample retested at 9.76 u/ml. A new aliquot of the sample was taken from the original collection tube and tested, generating results of 10.16 and 8.28 u/ml. Controls have remained within specifications. No suspect results had been reported from the lab. There is no impact to patient care reported.

Manufacturer narrative:
Information from the customer site indicates that a retest of the original sample and an aliquot from the original sample collection tube did not reproduce the initially generated (falsely) elevated result. Retesting of the sample generated the expected result. There were no issues with any other patient samples. Accuracy testing was performed in-house with retained reagents of lot 13517m500 (list 02k91-25). An architect ca 19-9xr panel, consisting of four different levels of analyte concentration, was tested. Two replicates of each panel level were tested across three separate architect I systems. All results met specifications. This demonstrates that the assay can accurately detect known concentrations of the ca 19-9 antigen. Complaint activity was reviewed and identified no adverse trends in association with the issue currently under evaluation. The trend review identified normal complaint activity for the issue under investigation. The ticket review for the likely cause lot identified atypical complaint activity for the issue under review. The architect ca 19-9xr assay package insert contains information to address the current customer issue. The current evaluation indicates that the architect ca 19-9xr reagent kit is performing as intended and no new issues were found. A product malfunction was not identified.

Manufacturer narrative:
This report is being filed on an international product, list number 02k91-25 that has a similar product distributed in the us, list number 02k91-27. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).